Event description:
It was reported that noise leading to inappropriate therapy was observed. The patient was brought into clinic where isometric testing was not able to reproduce any noise. Programming changes were not made and the patient will continue to be followed remotely.